Event description:
It was reported that the patient's right hip was revised after initial complaint of discomfort and clicking. Surgeon suspected clicking may have been caused by impingement of the stem and shell. However, intraoperatively no impingement or clicking were appreciated by the surgeon. The shell, liner, and head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain. Impingement was suspected but this was not observed by the surgeon during the revision. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 723-00-32d trident 0 deg x3 insert 32d lot 476elp, 6570-0-032 delta v-40 ceramic head 32/-4 lot 92311805 . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.